Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2014@09:06am, reported date from (B)(6) 2013 is overwritten, no activity outside of normal use is observed. No alarms occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test, the product delivers within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and reported that she has had blood glucose (bg) in the 300-500+ mg/dl range and that she cannot talk right not. She is reviewing how to correct for carbohydrates with the educator. Patient called back on (B)(6) 2013 to complete troubleshooting and alleged the following: she had not been using the pump correctly, she was not checking bg through the day or calculating carbohydrates, relies on dexcom sensor for a guide. She has been correcting high blood glucose levels (bg) with a bolus and the bg came down (values unknown). She was not entering her carbohydrate grams. She states that this has caused her bg to go high during the day. She states that her bg levels have been between 300 mg/dl to over 600mg/dl at times. Patient does not know the duration of these readings when asked, she said maybe for weeks. She does not check ketones, her only reported symptoms are moderate headache and sleepiness. When asked her normal range, patient states she does not know; she is a poor historian.. Since meeting with the educator yesterday, she is entering her carbohydrate grams and her bgs have been better, but she had a low bg last night of 69mg/dl with symptoms of a headache, unknown severity. States she gets headaches for both lows and highs. She treated the 69 mg/dl with a cookie and woke up this am with bg of 79mg/dl at 8am. Patient states that now, after meeting with the educator, that she is using the pump correctly, she may be getting too much insulin. Customer support (cs) instructed patient to contact her health care provider (hcp) if bg readings are too low or too high, reviewed use of ezcarb, instructed on changing the site/set for two unexplained high bgs or one over 400mg/dl, to ask hcp about adding the bg to the ezcarb bolus, and advised that settings may need adjusting now that she is using pump correctly. Cs instructed her not to use dexcom reading to dose insulin but to check fingerstick for this.instructed to call back to cs if continued issues, questions on use of pump. Instructed to seek emergency care or call hcp for any symptoms of trouble breathing, chest pain. Cs found no indication of pump malfunction and patient states it was her error on not using the pump correctly. Patient has overactive bladder, takes oxybutynin, calcium, lasix, and potassium. This complaint is being reported because a patient on pump therapy experienced hyperglycemia related to user error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. User error should be considered as contributing to the event.